Manufacturer narrative:
The device was discarded at the user facility. The root cause of the event could not be determined.

Event description:
It was reported that during a angioplasty procedure, a stent dislodgement occurred. The lesion was located in the left anterior descending (lad) artery. The lesion was successfully pre-dilated. The liberte' stent delivery system was positioned in the target lesion and inflated. After balloon inflation, the stent could not be seen under fluoroscopy. The physician removed all the equipment except the femoral introducer sheath. The stent was found in a part of the catheter outside of the body. The procedure was completed with two other bare metal stents. There were no reported patient complications.